Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system had a balloon ruptured when the valve was expanded. A distal radial balloon rupture was noted. The physician was able to safely remove the delivery system from the patient. He also removed the 16fr sheath to make sure there was no issue with the esheath+. He still wanted to ensure that the valve was fully expanded, so another 16fr esheath+ and 29mm commander delivery system was opened for the case. The 29mm commander balloon was expanded and the physician experienced another distal radial balloon rupture. The physician removed the system and checked on the patient with transthoracic echocardiogram. The patient was in stable condition. Per follow-up communication with the fcs, images of the devices were received. A sheath appeared to have a torn distal tip in one of the photographs.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the 29mm commander delivery system had a balloon ruptured when the valve was expanded. A distal radial balloon rupture was noted. The physician was able to safely remove the delivery system from the patient. He also removed the 16fr sheath to make sure there was no issue with the esheath+. He still wanted to ensure that the valve was fully expanded, so another 16fr esheath+ and 29mm commander delivery system was opened for the case. The 29mm commander balloon was expanded and the physician experienced another distal radial balloon rupture. The physician removed the system and checked on the patient with transthoracic echocardiogram. The patient was in stable condition. Per follow-up communication with the fcs, images of the devices were received. A sheath appeared to have a torn distal tip in one of the photographs, which was stated to having occurred during withdrawal.

Manufacturer narrative:
A supplemental MDR is being submitted, due to additional information received. B4, g3, and h2 have been updated. B5 has been corrected.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis . The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging of the patient's anatomy was provided and revealed the presence of calcification and tortuosity in the patient's access vessels. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. No abnormalities were noted during device unpacking or preparation. In this case, a torn distal tip on the sheath was confirmed based on provided imagery. The imagery review confirmed distal tip tear with jagged and stretched characteristics on the fractured surface, likely sustained from interactions with burst balloon. An altered balloon profile could cause catching on the sheath distal tip, resulting in the observed tear during system withdrawal. Additionally, patient had calcified and tortuous patient anatomy, which could further exacerbate adverse balloon-tip interactions via non-coaxial withdrawal trajectories. As such, available information suggests that procedural factors (altered balloon profile catching on distal tip) and/or patient factors (calcification , tortuosity) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required . This is one of two manufacturing reports being submitted for this case.